Event description:
It was reported by the consumer that post a coronary drug eluting stenting treatment procedure, in-stent restenosis occurred. Per the procedure notes, the lesion being treated was located in the ostial circumflex (cx). There was an 80% stenosis and the lesion was a type b1 lesion. The physician delivered the 3.50x12mm taxus express2 drug eluting stent to the lesion and successfully deployed it with one inflation of 20 atms. Appearance was excellent with 0% residual stenosis. Medications used during the procedure include angiomax and lidocaine. The physician recommended plavix and aspirin every day. The procedure was successfully completed with no complications. At 203 days later, there was a 75% stenosis in the proximal cx at the site of the prior stent. The physician delivered a 3.50x16mm taxus express2 stent to the lesion and deployed it with one inflation at 24 atms. Following intervention there was excellent appearance with a 1% residual stenosis. Medications used during the procedure included angiomax and lidocaine. The procedure was successfully completed with no complications.

Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.